Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for two patient samples tested for triiodothyronine (t3). Of the two samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 66.9 ng/dl and this value was reported outside of the laboratory. The test was recalibrated on (B)(6) 2015 and sample was repeated on (B)(6) 2015, resulting as 116.1 ng/dl. The 116.1 ng/dl value was believed to be correct and this result was sent to the doctor. The patient was not adversely affected. The t3 reagent lot number was 178515, with an expiration date of 10/31/2015. The field service engineer determined that the sipper was leaking. He exchanged tubing. A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded. The issue may be related to damaged/leaking tubing.